Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that intra-operatively for replacement of the pacemaker generator due to reaching the estimated replacement indicator, the physician noted a high threshold and high impedance measurement on the ventricular lead. "[O]nce the new generator was implanted, the lead was re-tested and all values were back within normal range." The lead remains in use. No patient complications were reported as a result of this event.